Manufacturer narrative:
(B)(4)

Event description:
According to reporter: during a roux-en-y procedure, the device kept releasing the needle. Another device was used to complete the case. No adverse events have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received three devices, opened by the account with the appropriate blister package. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received with the instrument. Witness marks on the bevel wall were observed on the instrument. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.